Event description:
It was reported that this right atrial (ra) was exhibiting high capture threshold values. The patient will continue to be monitored. This device remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)